Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a radiation treatment on (B)(6) 2021. During interrogation of the pacemaker, it was noted that the capture threshold was high. No programming changes were made. The physician elected to continue to monitor the device going forward. There were no adverse consequences to the patient.